Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Information received from the account states that the patient expired approximately nine months after the index procedure. The cause of death is unknown. The patient is a (B)(6) male patient who was consented to the (B)(4) study. The target lesion location was the proximal right external carotid artery. There was an occlusion in the contralateral carotid. Reference vessel diameter was 7mm. Target lesion diameter stenosis was 90% with lesion length 15mm. Qualitative lesion calcification was described as mild. Vessel tortuousity by visual inspection was severe. Pre-dilatation of the lesion was performed. An angioguard (701814rmc/lot no. 71108522) distal protection device was used, but was not deployed as it could not be tracked to the lesion. The device was carefully removed. A precise stent was placed. There was no malfunction with the stent. The procedure was completed. Additional information was received stating that there was a note in the chart indicating the patient expired on (B)(6) 2009 per the patient's daughter during the 12 month phone call. The contact at the account also contacted the patient's internal med doctor's office, but they had no information on the patient's death. There were no complications noted during index procedure.

Manufacturer narrative:
Information was received via the (B)(4) study that during treatment of a proximal right external carotid artery, the angioguard was unable to be tracked to the lesion due to the severe tortuosity of the vessel. The angioguard was not damaged. The device was removed from the patient and the precise stent was placed without the use of a distal protection device. There was no injury to the patient and the patient was neurologically intact when taken from the angio suite. Additional information received from the account states that during the 12 month follow-up, the patient's family member reported that the patient expired approximately nine months after treatment of the external carotid artery with implantation of a precise stent. The cause of death is not known. No further information regarding the event is available. At index procedure, the symptomatic (B)(6) male patient with a history of diabetes mellitus and hypertension was enrolled in the (B)(4) study. Baseline nih score was 3 and rankin score was 2. The target lesion location was the proximal right external carotid artery. There was an occlusion in the contralateral carotid. Reference vessel diameter was 7mm. Target lesion diameter stenosis was 90% with lesion length 15mm. Documented as a chronic total occlusion with history of previous right carotid endarterectomy with recurrent stenosis. Qualitative lesion calcification was described as mild. Vessel tortuosity by visual inspection was severe. An angioguard distal protection device was used, but was not deployed as it could not be tracked to the lesion. The device was carefully removed. Pre-dilatation of the lesion was performed with documented resistance with no documented dissection. A precise stent was placed. The final stenosis was 0%. There was no malfunction with the stent. The procedure was completed without adverse event. The patient left the angio suite neurologically intact. Post-procedure medication included aspirin and clopidogrel. Discharge nih score was 2 and rankin 2. It was indicated that there were no adverse events at 30 day follow-up with stroke scores unchanged. The product was not returned for evaluation and testing. A review of the device history records relative to the manufacturing, inspecting and packaging indicate this product was final inspection tested and was determined to be acceptable. With review of the available information and as reported the severely tortuous vessel characteristics contributed to the inability to track the angioguard through the vessel. Although the product was not received for analysis there is no indication that the event is related to any device manufacturing issues. Therefore, no corrective actions will be taken. The stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information pertaining to the patient's death eight months post precise stent implantation in the external carotid artery, no conclusion can be made regarding a relationship of the event to the device. There is no evidence of any device performance issues and no indication of any manufacturing related issues. Therefore, no corrective actions will be taken.